Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump could not be charged with the usb cable and wall adapter. The customer stated the pump was eventually able to charge to 100%. The customer's blood glucose level was not impacted. Reportedly the customer will continue to use the pump for insulin therapy.